Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 498 mg/dl at the time of incident and the current blood glucose level was unknown. Customer experienced no symptoms for high blood glucose event. Customer was treated with insulin bolus and manual injection for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer stated that the insulin pump was not alleging under delivering. The insulin pump will not be returned for analysis.